Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and a thrombus issue occurred. In the initial report, the manufacture address was erroneously reported as(B)(4). The correct address is (B)(4). Manufacturer name, city and state and MFR site of this report have been updated. On (B)(6)2019, the biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref no:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and a thrombus issue occurred. The investigational analysis completed 5/8/19. The device was visually inspected and no thrombus was observed on the catheter tip. The shaft was observed kinked, with no metal exposed. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Cool flow pump testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on the shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 4/12/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and a thrombus issue occurred. During pulmonary vein isolation (pvi), fine discoloration was observed at the tip of the stsf catheter believed to be a thrombus. It was considered the reason that there was the high contact. Catheter replacement resolved the issue. Generator parameters were set to power control mode. The procedure was completed. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequences were reported. The observed thrombus has been assessed as MDR reportable.